Event description:
It was reported by the affiliate that when (2) pmw35 skin staplers were used during an unknown procedure the devices would not staple the tissue due to staple malformation. Another device was used to complete the case with no consequence to the pt. Both devices were discarded.